Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had a few years ago showed my coils one looked broken'), escherichia infection ('e. Coil') and kidney infection ('kidney infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), escherichia infection (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dysgeusia ("metal taste in mouth"), adverse event ("abnormal symptoms"), urinary tract infection ("infections/uti"), pelvic pain ("pelvic pain") and abdominal distension ("bloating") and was found to have x-ray abnormal ("these are the dark spots in my x-ray... Just looks odd"). Essure treatment was not changed. At the time of the report, the device breakage, escherichia infection, kidney infection, abdominal pain, back pain, dysgeusia, adverse event, urinary tract infection, x-ray abnormal, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, adverse event, back pain, device breakage, dysgeusia, escherichia infection, kidney infection, pelvic pain, urinary tract infection and x-ray abnormal to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: dark spots. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had a few years ago showed my coils one looked broken'), escherichia infection ('e. Coil') and kidney infection ('kidney infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), escherichia infection (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dysgeusia ("metal taste in mouth"), adverse event ("abnormal symptoms"), urinary tract infection ("infections/uti"), pelvic pain ("pelvic pain"), abdominal distension ("bloating") and alopecia ("thinning hair") and was found to have x-ray abnormal ("these are the dark spots in my x-ray... Just looks odd"). Essure treatment was not changed. At the time of the report, the device breakage, escherichia infection, kidney infection, abdominal pain, back pain, dysgeusia, adverse event, urinary tract infection, x-ray abnormal, pelvic pain, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adverse event, alopecia, back pain, device breakage, dysgeusia, escherichia infection, kidney infection, pelvic pain, urinary tract infection and x-ray abnormal to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: dark spots. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- hair thinning. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had a few years ago showed my coils one looked broken'), escherichia infection ('e. Coil') and kidney infection ('kidney infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), escherichia infection (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), the first episode of dysgeusia ("metal taste in mouth"), adverse event ("abnormal symptoms"), urinary tract infection ("infections/uti"), pelvic pain ("pelvic pain"), abdominal distension ("bloating") and the second episode of dysgeusia ("metal taste in mouth") and was found to have x-ray abnormal ("these are the dark spots in my x-ray... Just looks odd"). Essure treatment was not changed. At the time of the report, the device breakage, escherichia infection, kidney infection, abdominal pain, back pain, adverse event, urinary tract infection, x-ray abnormal, pelvic pain, abdominal distension and the last episode of dysgeusia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adverse event, back pain, device breakage, escherichia infection, kidney infection, pelvic pain, urinary tract infection, x-ray abnormal, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: dark spots. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received. New event device breakage was added. Reporter was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.